Event description:
The pt experienced a loss of stimulation sensation. She was able to feel stimulation after increasing her implantable neurostimulator voltage to 5.0v. The pt exhibited loss of bladder control and had several accidents. She went to the hosp and was retaining 1000cc of urine. A MFR's rep reported that the device was working fine but was not offering as much therapeutic benefit as the pt expected. A f/u report will be sent if additional info becomes available. See also MFR's report #3004209178-2011-04341.

Manufacturer narrative:
(B)(4).